Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n304518, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they are charging too frequently/unable to recharge. The implantable neurostimulator (ins) battery did not hold a charge as long as it used to. It used to last 3 weeks and it was only lasting a week and half. The stimulation stopped (battery depleted) and he immediately tried to connect to his implantable neurostimulator recharger (insr) to charge it up again but he only saw poor communication on the insr. He also tried to connect to the patient programmer (pp) and saw only poor communication, as well. He had never had any problems in the past with his device. Using the antenna locate feature, it was confirmed the patient was getting the poor communication message on the pp both with and without the antenna and was getting reposition antenna message on the insr. The patient tried repositioning the antenna, confirmed he is holding the antenna directly over ins on the skin, and was not near sources of emi. The patient had also tried turning the antenna dial, but continued to get the reposition antenna screen. The patient reported that in addition to the ins battery not lasting as long as it used to (it used to last 3 weeks and now it was only lasting a week and half), he had also noticed that the stimulation felt "dirty" and "real erratic" and the stimulation was not normal, which started at the same time as the battery not lasting as long. The patient experienced muscle spasms in the neck area. The patient met with the manufacturer representative , who unable to communicate with the ins using his programmer. A single physician mode recharge (pmr) was conducted and the battery charged to 50% and the power on reset (por) cleared. The ins had overdischarged. An impedance check was also conducted and revealed contact number 8 was out of range (oor)/shorted. It was programmed around to contact 6, the ins was trickle charged, and the stimulation was turned on. The patient had great coverage and was really pleased with the result. The activity level remained the same, but the stress level was elevated. The issue was considered resolved. The indication for therapy was complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).